Manufacturer narrative:
(B)(4). Of the 3 devices reported there have been no devices received for evaluation. Additional lot number: t40a9m. (B)(4).

Event description:
This report summarizes <noe> 3 </noe> malfunction events involving a total of 3 actual devices for clip formation. This event occurred during use by a healthcare professional.

Manufacturer narrative:
(B)(4). Batch # r94m95. Device analysis: the analysis results found that the mcm30 device was returned inside of its sterile packaging and with no apparent damaged. In an attempt to replicate the reported incident, the device was opened and tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 20 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number (r94m95), and no non-conformances were identified.

Manufacturer narrative:
(B)(4). 2 devices were received for evaluation. Method; 10-testing of actual or suspected device- 2 devices. Result; 213- no device problem found 2 devices. Conclusion; 67-user error ¿ 2 devices.